Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost stimulation on approximately (B)(6) 2019 as the ipg was inoperable. Device settings and programming parameters were unable to be obtained. The device was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.